Event description:
The reporter alleged the following results, with two different meters, within 10 minutes: 7.4 mmol/l (mobile system), 2.9 mmol/l (compact plus system), and 3.1 mmol/l (mobile system). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in sweden while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).